Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was in a failed state due to a pocket level issue; however, the drawer could be recovered. A field service engineer (fse) adjusted the drawer opening lever and determined that a new assembly was required and also matrix drawer assembly was not latching properly. Later fse replaced the entire matrix drawer assembly and customer could recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rt6wapher1 matrix drawer 1, pocket 1 would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.